Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 08-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigating this incident, a field service engineer confirmed that the problem had been resolved. However, it was not provided how the problem was resolved, and no repair was performed. The system functioned as intended after the field service engineer confirmed the issue was resolved.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, there was a cubie failure. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.